Event description:
During an atrial fibrillation procedure, there was a sheath filter and communication issues with the ensite x software, amplifier, and display workstation resulting in a delay. The ensite x amplifier was flashing red and the catheter was unable to be connected. It also kept showing that the catheter was in the sheath and no catheter data could be displayed. Additionally, during the procedure there was a contact force error with loss of the pressure value. During this the magnetic point would disconnect. After replacing the ensite x display workstation the contact force issue resolved. Troubleshooting also included replacing the catheter and restarting the ensite x display workstation at least 3 times, but the sheath filter issue persisted. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. Based on the logs submitted and information received by abbott, the reported event cannot be confirmed. The results of the investigation are undetermined as the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.